Manufacturer narrative:
Other applicable components are: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead.

Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) their leads were accidentally cut at a previous surgery. As a result the leads were replaced on (B)(6) 2016 and the entire system was switched to an MRI compatible system. Following this the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.